Event description:
It was reported a revision surgery was performed due to implant dislocation.

Manufacturer narrative:
The associated complaint device was returned and evaluated. This case reported that a legion patella became dislodged in a (B)(6) female approximately 4 years post primary implantation. No clinically relevant information was provided for review; therefore, a thorough medical assessment was not performed at this time. The part number and batch number are unknown, due to illegible laser marking. Without the batch number, manufacturing records cannot be reviewed. A visual inspection revealed abrasion and deformation on the articulating surface of the patellar implant. Deformation was potentially caused by in-vivo impingement or during removal. Cement was adhered to the pocket of the non-articulating surface of the patellar implant. The non-articulating surface was damaged, deformed, and burnished. Some debris was embedded within the implant. The pegs were deformed and damaged, and one peg had been sheared off. The exact cause of failure could not be determined as a result of this investigation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.